Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the noisy image. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the charged coupled device unit. Based on the results of the investigation, a root cause could not be identified for the scratched video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the image on the flex deflectable videoscope was noisy and had snowflakes, and scraches visible onthe video cable connector. There was no patient involvement.